Event description:
It was reported the device would not communicate with two different programmers. An xray is going to be done to identify the device and to determine where it is placed. There are no patient complications reported associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.